Manufacturer narrative:
The product investigation was completed. Device evaluation details: a visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed that one spline of the device was bent and had a damage electrode. The electrode was observed dent and partially lifted; no internal components were exposed. No other issues were observed during the visual inspection. The device was connected to the carto 3 system, and it was recognized and visualized; however, an electrode was visualized black on the system due to and open circuit on the tip area. This issue could be related to the electrode damaged on the spline of the device. A manufacturing record evaluation was performed for the finished device number lot 30942210l and no internal action related to the complaint was found during the review. Based on the information currently available, a product issue was identified during the investigation of the sample received. The instructions for use contain the following recommendations: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
One pentaray nav high-density mapping eco catheter was received by the bwi product analysis lab on with no accompanying information and was processed on (B)(6) 2024. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to bwi. However, visual analysis revealed that the one spline of the device was bent and had a damage electrode. The electrode was observed with a dent and partially lifted. As a result, this will be reported to FDA.